Event description:
The reporter contacted lifescan (lfs) on behalf of the patient alleging that their one touch basic enhanced meter was prompting the not ok message. The medical affairs specialist mailed a letter since the patient could not be reached. The patient was reported as being dizzy, incoherent, sweaty, unconscious, and having a swelled tongue during the time of concern. The paramedics were contacted since the meter had been promting not ok and a back up meter was not available. No actions were taken following the attempted use of the meter and prior to the emergency medical technician arrival. The emergency medical technician obtained a 35 mg/dl and transported patient to the hospital and was admitted for a couple of days. The patient received glucose treatment. The customer care representative (ccr) verified that a sufficient sample size was being applies to the test strip and the correct testing technique was being used. The ccr walked the reporter through retesting with new test strips from the reported vial and a new vial strips. Both tests prompted the not ok message. Issue was not resolved through troubleshooting. Therefore, there is an indication that the product malfunctioned and the event meets the criteria for a medical reportable. The patient experienced injury and medical intervention possibly as a result of not being able to obtain a blood glucose result. It would have been helpful to know how often the patient tests, if they bases treatment on meter results, symptoms during the days prior to the incidence and treatment regimen. Absent that information, and although the available information does not indicate that the patient attempt to test before developing symptoms, this report of adverse event is based on the allegation of "meter always is reading not ok," suggesting that the patient did not have a reading on the meter for a period of time. The control solution and test strips were replaced.